Event description:
The previously capped lead was returned to the manufacturer after being explanted during a lead revision. The capped lead was adhered to the lead being revised. The capped lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4).the full lead was returned, analyzed and the inner insulation had breached metal ion oxidation (mio). It was noted that all conductors were distorted, all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.